Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed that the trigger was jammed. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(6) 2012. Placeholder.

Event description:
Device was returned for service. During service, technician indicated the trigger/slider was blocked and jammed. This is report 1 of 1 for (B)(4).